Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 188 mg/dl. Troubleshooting was performed and found that the time and date were wrong on the insulin pump. The customer's mother was assisted with resetting the time and date. The prime test passed. The high pressure test was performed. Nothing further was reported.